Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer observed the port chamber of the access port kit was broken. The procedure was completed. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the damage was around the blue assistant port. There was air leakage due to a broken port chamber. The reporter stated that this resulted in a sudden loss of insufflation. The sudden loss of insufflation did not present any issues or challenges for the patient. It was confirmed that the damaged part was not broken off or detached from the access port kit during the event. There were no reported injuries to the patient as a result of this occurrence.